Event description:
The customer reported that while processing microwell plates on ortho summit processor, the osp reported higher values for blank well a1 for three different assay plates. No error was generated by the osp. No death or serious injury was associated with this incident.